Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A pharmacist reported that 15 days following an intraocular lens (iol) implant procedure, the patient presented with an inflammatory reaction. The patient was treated with eye drops and anti-inflammatories, and the symptoms resolved. The iol remains implanted. Additional information has been requested but has not been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that the patient was treated with antibiotics.

Manufacturer narrative:
Product evaluation: the corrected serial number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. There is one other complaint in this lot. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).